Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that one patient sample with an anti-jk(a) showed false negative reactions with biotest cell-i11 plus when tested on tango infinity. The customer reported that the anti-e of the affected sample was correctly detected. She stated that during validation antibodies of overall four samples were not detected on tango infinity. The specificities of the missed antibodies were anti-jk(a) and anti-fy(a). The customer returned one sample that had caused false negative test results and also the supposedly defective product biotest cell-i11 plus. The specificity of the submitted sample was anti-fy(a). Our quality control laboratory tested this specimen with the sample of biotest cell-i11 plus returned by the customer on tango infinity. The anti-fy(a) was clearly detected. The complaint sample was also tested with different samples and controls on tango infinity, e.g. An anti-e, anti-jk(a) and anti-fy(a). All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell-11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.